Manufacturer narrative:
Customer discarded product.

Event description:
The user facility reported while mixing the cement, plastic was shaving off from the top of the device. There was no delay, no medical intervention, and no adverse consequences.